Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium revision acetabular, cat#509-02-66h; lot#pd3702, modular dual mobility insert; cat#626-00-52h; lot#52128701, gap plate screws; cat# 2080-0055; lot#yn0389, gap plate screws; cat# 2080-0045; lot#rd8n36, gap plate screws; cat# 2080-0025; lot#5x0183, gap plate screws; cat# 2080-0020; lot#7v3jha, gap plate screws; cat# 2080-0035; lot#9m5xhw, gap plate screws; cat# 2080-0050; lot#mnpyn7, gap plate screws; cat# 2080-0050; lot#mmlpmj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Kept by the attorney.

Event description:
Its reported by the attorney through the filing of a claim that the patient underwent a hip arthroplasty on (B)(6) 2016 where he was implanted with a stryker hip. It is further alleged that the patient's hip had to be revised on (B)(6) 2017 due to "pain, swelling, inflammation and damage to the surrounding bone and tissue of his hip and a profound lack of mobility".

Manufacturer narrative:
Corrected data: PMA/510(k)#; device evaluated by mfg. An event regarding pain involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there was one other similar events for the reported lot, pi1704271 (cancelled). Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Its reported by the attorney through the filing of a claim that the patient underwent a hip arthroplasty on (B)(6) 2016 where he was implanted with a stryker hip. It is further alleged that the patients hip had to be revised on (B)(6) 2017 due to "pain, swelling, inflammation and damage to the surrounding bone and tissue of his hip and a profound lack of mobility".